Manufacturer narrative:
Device was received with a critical pump error (open book image) alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and electronic assembly during visual inspection. Unable to download pump history. Pump error 35 unknown. Keypad unresponsive or button error alarm unknown. Frozen screen not confirmed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm as well as up and down buttons were unresponsive. Customer was unable to clear the alarm. Troubleshooting was done for keypad anomaly. Time was not visible on insulin pump. Customer stated that the numbers were not ramping or the scroll bar was not moving up or down with no input from the user. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.